Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 37 (drive count/time values or changes incorrect for moving or coasting. Too slow or too fast). And also mentioned that the sticker at the back of the pump was worn off. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for pump error. Troubleshooting determined that issue was possibly caused by a site issue as error did not recur after rewinding pump and completing rewind/prime process again with same set. Troubleshooting was performed for labelling issue. Customer confirmed that product labels reported as missing, removed, worn, faded, or damaged following usage. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump passed the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 37 alarm noted during testing. Successfully downloaded history files and traces using thump. In further full review in the pump history file/ trace and found pump error 37 alarm in the event date of 09-mar-2025 at 09:21:00 during basal delivery. Pump was cut open to perform visual inspection and no physical damage or moisture damage found on the electronic assembly, motor assembly and force sensor assembly. The force sensor measurement was within spec range (22.8 mv). The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: faded serial number label and cracked case on battery tube. Pump error 37 alarm was not detected during testing, however, confirmed in the pump history. Pump error 37 alarm was isolated to the motor. Cosmetic damage confirmed at the serial number label. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.